Event description:
It was reported that a home patient (hp) was trying to start therapy over, when they accidentally entered the initial drain and then connected after the drain had started. The technical service representative (tsr) assisted the hp to end the therapy and start over with all new supplies. It was suggested that the hp contact their nurse regarding the event. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The hp reported re-use of their supplies, which is a user error. The proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.